Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged discrepant results for three patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged samples initially generated a positive result for both sars-cov-2 and influenza a targets and a negative result for influenza b. Patient 1 & 2 were retested on another liat and cepheid where only influenza a positive result was generated. The patient 3 was also repeated on another liat and cepheid where a negative result for all targets was generated. For patient 1 & 2, the sars-cov-2 and influenza a positive results were released. For patient 3, the results were not released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 3 MDR will be filed.

Manufacturer narrative:
Investigation is in progress. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Manufacturer narrative:
With the limited information provided and internal investigation, no product problem identified at this time. The positive results show nice, strong growth and do not indicate a false result. It is always possible the customer is experiencing issues with contamination or workflow, however unknown. No reagent issue seen. ------ added sample collection media manufacturer # ((B)(4)) in b6. ---- (B)(4).